Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two weeks before the foley catheter was placed, they suspected a blockage of the lumen due to low urine outflow. When they considered changing the foley catheter and tried to deflate the balloon, no matter how much they pulled the balloon, the water could not be withdrawn, so they pulled the catheter and removed it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two weeks before the foley catheter was placed, they suspected a blockage of the lumen due to low urine outflow. When they considered changing the foley catheter and tried to deflate the balloon, no matter how much they pulled the balloon, the water could not be withdrawn, so they pulled the catheter and removed it.